Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: a non-olympus lamp was used, and it does not meet the product¿s spec. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source front panel was blinking / flashing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.